Event description:
The physician intended to use a 3.0mm diameter x 30mm length resolute integrity drug eluting stent to treat a diffuse calcified lesion in the mid lad, just distal to the first septal branch. The lad was wired with a non-medtronic guidewire. Despite several attempts the physician was unable to get a wire down the septal branch. The lesion was pre-dilated with a non-medtronic balloon. An attempt was then made to cross the lesion with the resolute integrity stent, however it was reported that the device would not cross completely and it was decided to remove it. It was reported that the device was ¿extremely hard to retract¿ ¿ the device could be advanced on the wire but not withdrawn. The device was subsequently withdrawn from the wire and the stent of the device appeared to be intact. An attempt was made to flush into the nose of the stent and stent delivery system however this was not possible. It was suggested that the patient¿s act was checked in case it was a clotting issue and the act was 163. Further heparin was given and the lad was s successfully stented with a 2 shorter resolute integrity stents and one integrity stent. No patient injury or clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications and was not damaged. A 0.015¿ mandrel or a 0.014¿ guidewire could not load through the inner due to the presence of crystalized, hardened blood. The distal outer shaft was damaged in three places: 3.5cm, 7cm and 10.5cm proximal to the balloon bond. The damage was twisting, flattening and chatter marks.

Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of the device (patient lesion morphology, diffusely calcified lesion); related to operational context (removal difficulties are most likely procedural related; failure to follow instructions (force used which has most likely contributed to the distal shaft damage.) Conclusion: (deformation problem); device failure/lack of effectiveness related to patient condition device (patient lesion morphology, diffusely calcified lesion); operational context contributed to event (removal difficulties are most likely procedural related); failure to follow instructions (force used which has most likely contributed to the distal shaft damage). (B)(4).